Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports injection with juvéderm® volift¿ with lidocaine and an unspecified juvéderm® product. Product caused pain and swelling in the face. Little white adhesions and scarring can be seen inside the lips. Firmness and hardness on the right side of the face also experienced. Nodules present on the top of the lip when patient pulls the lip down and it looks uneven. When patient touches the lips they feel "numb and not numb." Symptom described as "white stringy-ness." Patient has a "tic" that developed. Patient has so much pain in the face, it's agony. Patient has neuropathy and had an MRI planned for the sinuses. There is scarring and swelling under the eyes where juvéderm® was applied. There is also a big ball in the right side of the cheek. Patient injected with hyaluronidase several times over a 16 month period. Patient is not breathing properly out of the sinuses. Patient wonders whether a granuloma has developed and is worried [event] could last for years. Patient curious about what "encapsulation feels like." Physician later reports that has a multitude of physical complaints including, shortness of breath, difficulty breathing, and various types of pain. Patient reports achy pain throughout the entire body. Pain in the arms and legs, especially the thighs. Intermittent sharp pains through entire face and jaw. Inability to sweat throughout the entire body. Patient complains of paraesthesias throughout entire body. Complains of pain affecting all activities. Radiation of pain to the vagina, perineum and perianal area. Inability to feel urination or defaecation. Inability to walk. No nasal discharge. Patient lists numerous environmental allergies as well as allergies to hyaluronidase, penicillin, codeine. Patient complains of tenderness of the cheeks, especially the left cheek. Patient states that when cheek is touched it causes pain in legs severely. Patient believes all symptoms are related to previous filler injection despite it being treated numerous times with hyaluronidase. Patient believes that all symptoms are related to disbursed filler that somehow has caused some type of unknown scarring and what patient describes as nerve damage. Patient describes an allergic reaction to hyaluronidase and describes having had angioedema and anaphylaxis from hyaluronidase. Patient has had numerous visits to numerous emergency departments regarding these symptoms but nobody will help. Patient has seen a family doctor numerous times. Patient states having seen a psychiatrist in the past. Patient states family doctor has diagnosed generalized anxiety disorder. Otolaryngologist ent specialist seen who has ruled out any problem with sinuses or polyps. Patient has seen an ophthalmologist who has ruled out anything wrong with the eyes. Family doctor has referred patient to a neurologist. Patient presented to the emergency department which treating physician works at and has been referred for emg testing. Per treating physician, patient's chief complaint to the various emergency department is that there is something wrong with filler in the face. Patient presents a referral for emg testing which notes that a chest x-ray is normal and bloodwork is normal. MRI of the brain completed with normal results. Patient with an unusual speech pattern, taking short deep breaths and only speaking a few words at a time. Patient constantly twitches head. Intermittently twitches left arm in an athetoid pattern. Patient screams out in pain intermittently stating that terrible pain through the legs especially thighs exists. Patient is feeling paraesthesias in fingers and toes. Patient twitches the facial muscles as well and occasionally tries to speak only out of the right side of the mouth. Patient jumps with light touch of both cheeks and is frequently tearful. Patient states that when the left cheek is touched pain in thighs and legs is felt. Capillary refill to all areas in face is normal. Light touch to both sides of the forehead, cheek, chin and lips are symmetric. Pupils are equal and reactive round to light and accommodation. Eom muscles are normal. There is no evidence of lymphadenopathy of the neck. There is no rhinorrhea. There is no erythema anywhere on the face. There is no evidence of any nodules or masses on palpation of the cheeks or lips per treating physician. Patient feels areas have scarred from previous injections however physician cannot see anything on cheeks or lips that look like scarring. Peripheral radial pulse is normal. Heart rate is 74. Power is five out of five in the bilateral upper extremity¿s including the thumbs fingers wrists forearms upper arms deltoid function. Power is 5/5 in the lower extremities of the thighs and hamstrings calf muscles as well as dorsi and plantar flexion of the ankles. There are no abdominal masses. There is no abdominal tenderness. Passive neck flexion extension and rotation is normal. Physician addressed patients beliefs regarding filler and hyaluronidase. Physician did not detect any evidence of nodules, adhesions, scar tissue, abnormal muscle power or damage. There is normal circulation. Physician advised patient that symptoms are not related to the previous cheek filler injections that occurred almost a year ago. Physician does not believe that ongoing symptoms are related to hyaluronidase. Physician asked patient once again to follow up with family physician and offered to speak her family physician regarding the case. Patient advised to follow up with her neurology consultation, emg consultation. Also advised pain management clinic, although patient has previously been to one and was only offered a cream. Patient has seen allergists, immunologists, ent, ophthalmology, ER physicians. Treating physician feels no need to repeat investigations at this time. Physician does not feel that MRI of the face is indicated at this time, there are more immediate needs to be addressed. Patient advised to see neurologist to rule out any neurologic disorder and family doctor for possible referral back to psychiatrist to investigate generalized anxiety disorder or any other mental health issues. Physician related to patient that the problem could be multi factorial and there is need to have one doctor oversee care, and suggested that be a primary care family physician. Patient provided failed medications including lorazepam, clonazepam, pregabalin, gabapentin, effexor, sertraline, carbamazepine, among others. Physician reiterates that there is no reason to believe the facial and simultaneous diffuse body pains are related to previous filler injections in any way. Patient constantly displeased with results. Has filler dissolved and refilled in an attempt to make happy. Other emotional distress causing client extreme anxiety. Patient also had dental work completed. No granuloma. No mass. Patient symptomatic for over 1 year. Circulation-normal flow. MRI of the head requested to rule out left trigeminal neuralgia or other cause of left sided headache. No dental issue, no cellulitis, no deformity. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00889 (allergan complaint # (B)(4)). This MDR is being submitted for the second injection with an unspecified juvéderm® product.